Manufacturer narrative:
Serial number: the device serial number was not provided by the reporter in the initial report). Therefore, the manufacture date was documented as unknown. Upon receipt of the device the serial number was identified (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during a primary hip replacement surgery, it was discovered that the power of the battery device decreased to 75%. It was further reported that the handpiece device and the power module device were heating up and had a high temperature. According to the reporter, the battery device was checked before starting the surgery and it was reported to be fully charged. However, during surgery, at the first use of the motor, the motor output began to decrease and the state of the battery was 75%. It was reported that the battery device was removed, verified, reassembled and then used. However, it was not possible to complete the cut as the device had no power. According the reporter, the motor of the battery was found to be 50% less than the load. The reporter indicated that different modes/functions were tried, but the motor of the power module device did not respond. It was further reported that the handpiece motor and battery (power module) were heating up. It was reported that the devices were working pre-operatively, but stopped working during the surgery. There was a thirty minute delay to the surgical procedure. It was reported that another sterile motor device was used to complete the surgery successfully. There was patient involvement reported. It was reported that there was no adverse effect on the patient or user and the patient or user were not burnt as a result of the devices overheating. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was not reported in the initial report. Therefore, the manufacture date was documented as unknown. The device manufacture date has been updated to sep 4, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a slight deformation of the housing and the lid could not be smoothly mounted on the handpiece device. It was determined that it was still possible to attach a lid to the handpiece device. It was further determined that the device was not fully tight any more due to the deformation. It was determined that normal wear was identified as a root cause of the deformation. It was observed that the surface of the housing was damaged by engraving additional signs (serial numbers) and the color of the front panel was faded due to wrong reprocessing method. The assignable root causes were determined to be due to improper handling and normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.